Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced to the target lesion. There was no resistance during the procedure. The balloon was inflated however it ruptured at 12 atmospheres at an unknown number of inflation. The balloon was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with an emerge shelf box. The batch number on the packaging and device matched the reported batch. There was blood in the wire lumen and contrast in the inflation lumen. The balloon was tightly folded. There was a complete hypotube separation 42.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple hypotube and shaft kinks. An inflation device filled with water was connected to the remaining distal end of the device by attaching a tuohy and a stopcock to the fractured hypotube. The device was inflated to rated burst pressure for five (5) minutes. The device maintained pressure with no indication of any leaks or anomalies. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge (tm) balloon catheter was advanced to the target lesion. There was no resistance during the procedure. The balloon was inflated however it ruptured at 12 atmospheres at an unknown number of inflation. The balloon was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.